Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was more than 22 mmol/l at the time of incident and the current blood glucose level was 15.4 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer stated that insulin pump had hardware low-level failures alarm during self-test. Customer was able to clear the alarm, able to complete pump rewind. Customer stated self-test did not pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. Successfully downloaded history files and traces using thump. No pump error 63 alarms during testing. Pump error 63 was present in the history download (variable 03) on (B)(6) 2021 at 07:59:08.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay pillowing keypad overlay, cracked retainer, battery tube threads - cracked and fading serial number label. Pump error 63 (variable 03) was confirmed, due to broken trace at pin#6 (sda) at u1 keypad assembly. Device test failed was confirmed due to pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.